Event description:
It was reported that the procedure was to treat an unknown superficial femoral artery. As a command guide wire was being advanced to the lesion it did not advance as smoothly as usual. The command was left in the anatomy and a non-abbott microcatheter was advanced over the guide wire to help advance it. The guide wire met resistance with the microcatheter and the anatomy; therefore, the guide wire was removed from the anatomy and a new command guide wire was successfully used to complete the procedure. The distal end of the guide wire was checked by running fingers across it and it did not feel as if there was hydrocoat on the guide wire. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Returned device analysis revealed the polymer on the tip of the guide wire was torn.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned. The difficult to position, failure to cross and operates differently than expected could not be replicated as the returned device was not returned in a condition in which the test could be performed. Based on the visual, dimensional, and chemical identification analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.